Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the knife cut, but they could not get it to retract back into the catheter. The procedure was completed with subject device. There were no patient complications reported as a result of this event. The physician was able to remove the knife with no damage to the patient the patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. (Account citing hipa regulations). Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.